Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of catheter break.

Event description:
It was reported that a ureteral axxcess catheter device was used during a cystoscopy procedure. During the procedure, the catheter broke after the introduction of the cystoscope. No further information was reported.